Manufacturer narrative:
Investigation: two photos were received and visually evaluated. The photos depict a single sealed packaged 3ml syringe. A large amount of dark foreign matter can be seen on the inside of the package¿s top and bottom webs. Some of the foreign matter can also be seen on the edge of the luer collar of the syringe. Based on the photos, the foreign matter appears to be grease. Ten 3ml ll syringes were received in sealed original blister packages, confirmed to be from batch #9001985 (p/n 309657). They were visually evaluated. All of the samples had signs of loose dark foreign matter contamination inside the packages. The samples had the fm present at varying locations inside the packages. Some samples had the fm present on the tip and collar of the syringes as well as the top and bottom web immediately around the collar. Some samples had the fm presence around the barrel wall and/or flange area as well as the bottom and/or top web immediately around those locations. A small portion of this material was removed from the sample and prepared for ftir spectral analysis. The analysis was performed and shows that this material is most likely grease from the manufacturing lines and no mold. Three, 3ml ll syringes lot 9001985, catalog 309657 with visual foreign matter were tested for the presence of mold contamination by the bd canaan microlab. Each syringe was swabbed under aseptic conditions. Swab samples were taken from the location on each syringe with visual contamination and streaked to sabouraud dextrose agar. The sda agar plates were examined for growth on the 7th day of incubation. No visual evidence of growth was present on any of the agar plates. It is possible that a machine adjustment was made at assembly and it is possible that grease was applied and not properly cleaned after work complete. If grease was applied to the main assembly dial, it is possible that some of that grease contacted the syringe barrel and/or the syringe plunger rod at some point. Grease on the barrel or plunger could be transferred to other syringes as the product was fed from assembly machine into the packaging machine. A DHR review was performed and there were no quality notifications related to the complaint defect.

Event description:
It was reported that before use of the 3 ml bd luer-lok¿ luer-lok¿ tip there was foreign matter in the syringes. There were six occurrences. Material no. 309657 batch no. 9001985. The following information was provided by the initial reporter: "we found mold in our 3ml syringes ref 309657 lot # 9001985. There are currently 6 syringes that are visibly contaminated. We are working to pull this lot from our system. We look forward to your response. "

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that before use of the 3 ml bd luer-lok¿ luer-lok¿ tip there was foreign matter in the syringes. There were six occurrences. Material no. 309657, batch no. 9001985. The following information was provided by the initial reporter: "we found mold in our 3ml syringes ref 309657, lot # 9001985. There are currently 6 syringes that are visibly contaminated. We are working to pull this lot from our system. We look forward to your response."